Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: the adm liner was returned for evaluation. Scratches are visible on the adm liner. A review of the returned product by a material analysis engineer indicated: damage observed on insert consistent with the explantation process and contact against a hard object. Scratches and third-body indentations observed on articulating surface of insert. These are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient fell and presented with a total hip dislocation. It was reported that the patient required a revision.